Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, the system returned to initialization, and the customer was instructed to enter additional calibrations. The re-link was confirmed successful in dms, and the system was monitored for three days. Post-monitoring, data review showed improved agreement between bg and sg values. The customer reported that differences were now minimal and expressed satisfaction with the system. B4. Date of this report 10 dec 2025. G3. Date received by the manufacturer? 10 dec 2025. H6. Investigation findings updated to 114.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported inaccuracies with the eversense 365 system. Following escalation, the user was instructed to re-link the sensor, and system performance was monitored for three days.upon completion of the monitoring period, escalation feedback indicated that system performance had improved, with better agreement observed between blood glucose (bg) and sensor glucose (sg) values after the re-link. The user acknowledged the findings and reported that the system was functioning well, with minimal differences between readings and overall satisfaction with performance.the user was advised to continue using the system, perform additional calibrations as requested, and contact customer support if further concerns arise.dms review confirms that the user continues to use the system, with information up to date and calibrations performed as recommended.